Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the suction channel of the subject device tested positive for unspecified microorganism (32cfu). The facility also informed that the biopsy channel of the subject device tested positive for unspecified microorganism (12cfu). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device was conducted by (B)(4) and following defects were found. There were a lot of scratches inside the biopsy channel. There was foreign material under the instrument channel port. 2 lg lenses were cracked.